Event description:
Description of event according to initial reporter: the doctor tried to retrieve igtcfs-65-1-jug-tulip (lot# e4167515) placed in ivc two months ago, with gtrs-200-rb (lot#e4190876) from the femoral artery by following the IFU, but the filter could not be retrieved. There is a possibility that the filter leg seemed to perforate the vessel wall by visually checking. The filter was not tilted when the it was placed two months ago. Patient outcome: filter still remains in the vessel. The next plan is to transfer the patient to another hospital with a veteran dr. To retrieve the filter.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: prior to filter retrieval attempt two months after placement it was noted that the filter had perforated the ivc. No adverse events to the patient reported, but the filter would be retrieved by a veteran dr. At another hospital. No images could be obtained and based on the very limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to perforate the ivc two months after placement. Filter interacting with ivc wall, e.g. Penetration/perforation/embedment may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.